Manufacturer narrative:
Section b3: the event date for the controller exchange is estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a system controller exchange was performed. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported controller exchange was unable to be confirmed. Multiple attempts were made to obtain additional information from the customer regarding the event, however, the facility could not provide answers. The heartmate 3 system controller (serial number unknown) was not returned to abbott for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. No further information was provided. The manufacturer is closing the file on this event.